Manufacturer narrative:
(B)(4). Additional information: model and lot #, device manufacture date, evaluation codes. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported patient symptoms was an unspecified eye disease which was not related to the procedure or sjm devices.

Event description:
Additional information received indicates the patient's CT scan was negative and follow up with the ophthalmologist revealed the patient has developed an unspecified eye disease; therefore it was determined there was no cerebrovascular accident and the patient is in good condition.

Manufacturer narrative:
(B)(4).

Event description:
Following a left atrial flutter ablation procedure, a cerebrovascular accident occurred. The ablation procedure was completed without issue; however, following the procedure the patient complained of visual disturbances. A CT scan was negative; however, the neurological exam revealed a cerebrovascular accident. The patient was treated with coumadin and discharged in good condition. There were no performance issues with any sjm device during the procedure.